Manufacturer narrative:
Voluntary medwatch report received: mw5152629.

Event description:
Voluntary medwatch report received reported an impedance issue on the atrial lead. No intervention was reported. There were no patient consequences.